Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side textured implant exchange and rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red tissue and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
The device was explanted.